Event description:
It is reported that the surgeon was unable to seat the liner. A new liner was opened and seated perfectly.

Manufacturer narrative:
This report will be amended when our investigation is complete.